Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented with seizure like activity and altered mental status and it was noted they had a hemorrhagic stroke. They were treated with conservative observation and their anticoagulation was held. The patient became more confused with decreased responsiveness and passed away due to the stroke. The death was not considered device or therapy related by the customer and it was reported that the device operated as expected. It was unknown if an autopsy was performed and would be provided. The pump would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.